Manufacturer narrative:
The related device was reprogrammed to unipolar pacing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a pacing impedance measurement greater than 2500 ohms in bipolar pacing mode. Loss of capture was also reported. A lead fracture was suspected. No adverse patient effects were reported.